Event description:
During a clinic follow-up, a dislodgement of the left ventricular (lv) lead was suspected and was confirmed with diagnostic imaging. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.